Event description:
The pt's venous needle became dislodged with no alarm condition. The condition was not noted until the pt lost consciousness; blood loss was estimated at 1000 cc. The pt rec'd a 2-unit transfusion and was hospitalized for observation.